Event description:
It was reported that two weeks after implant the lead malfunctioned and the physician questioned if the sleeve had been tightened up too hard during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the proximal conductor was fractured. All conductors were distorted and the distal conductor was distorted. The inner insulation was breached (clavicle-rib crush). There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis found that six of six proximal conductor filars fractured at 23cm, and one of six proximal conductor filar fractured at 22.6 cm due to clavicle rib crush.